Manufacturer narrative:
Age at time of event is 18 or older.

Event description:
It was reported that balloon rupture occurred. The lesion was moderately tortuous and moderately calcified, 99% stenosed located on the left side below the knee. This 2mm x 20mm x 143cm coyote es was selected and advanced for in-stent dilation. However, during the 1st dilation at 10 atmospheres the balloon ruptured. The device was simply pulled out and completely removed from the patients body. The procedure was completed with a different device. No complications were reported and the patients status was stable.